Event description:
It was reported that the patient presented with an infection after the implant procedure of the implantable cardioverter defibrillator (ICD). The ICD was explanted and the patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.